Manufacturer narrative:
.

Event description:
Journal reference: gill, et al. "Deep brain stimulation for parkinson's disease: the vanderbilt university medical center experience 1998-2004" tennessee medicine; 2007; 100: p 45-47. The article presents study results describing the outcomes and adverse event rates from 72 pts followed for an average of 22 months. The pts, all with advanced parkinsons disease, were being treated with unilateral or bilateral deep brain stimulation of the stn. A number of pt complications were reported. Reportable event: pt expired due to intracranial hemorrhage identified by post implant CT scan.